Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 363 mg/dl. The customer stated that the insulin pump was turned off and changed the battery it didn't worked. It was reported that hey had battery out limit after battery change on the insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.